Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for low blood glucose on (B)(6)2022. Blood glucose reading was 26 mg/dl at the time of incident. Customer stated that they was not using pump for more than a week. It was unknown if the customer was using auto mode or not at the time of incident. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been corrected which was not correct in the initial report. The information has been provided in section b5 and h6 with this report.

Event description:
Updated summary: the customer reported that the reservoir had over delivery anomaly during initial site change. The devices will not be returned for analysis.

Event description:
Updated summary: on (B)(6) 2022 the mother initially reported via phone call but customer further clarified via phone call the event on (B)(6) 2022. Customer reported that emergency medical services were dispatched on (B)(6) 2022 at 3:30pm due to passing out. Ems came and gave user a shot (did not state what kind of shot). User stated blood glucose rose and then passed out again at 5:00pm. Ems came and took user to the hospital and was hospitalized for 3 days due to hypoglycemia. A blood glucose of 26 mg/dl was mentioned however it is not clear if that was blood glucose first time ems came, second time ems came or when they were hospitalized. No other symptoms were reported. At the hospital they found reservoir was empty and all the insulin had gone into the user. When asked what led to the event the user stated they had changed the infusion set 4 hours prior to the incident. Customer had only been on the pump for 1 week, was not comfortable using the pump and requested additional training on how to use the pump. From the initial report it was stated user contacted ctm (clinical territory manager) at 7pm on (B)(6) 2022 for low blood glucose assistance. Patient reported they "messed up" while changing the reservoir and tubing. Ctm helped user put a temp basal of 0% and let user know not to bolus for dinner or if blood glucose gets above 180 mg/dl. Ctm spoke to user and discussed that the reservoir may have accidently over delivered insulin during site change. User was told importance of using gsg (getting started guide) and rewinding pump with site change. Automode feature was not in use. The insulin pump will not return for product analysis.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been corrected which was not correct in the initial report. The information has been provided in section b5 and h6 with this report.